Event description:
It was reported that the customer had been having blood glucose values as high as 400+ mg/dl. And as low as 60s mg/dl. The customer did not wish to troubleshoot the issue with the helpline. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.